Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 4.4, mean: 3.15, confidence limits: 1.8-4.2. Analysis of customer's data revealed that inratio and reference test results comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. Per general description of complaint, pt is on several medications, which were too long to list. His most recent hematocrit level and current medications could have affected coagulation testing and led to the unexpected inr result. As of 11/17/2010, fifty-two discrepant result complaints were reported for lot #225433 yielding a complaint rate of 0.055%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #225433. Sysmex results for the both donors are above 2.0. The minimum 2 out of 3 replicates for each donor are within the acceptable bias variance of + or - 1.0. No further action is required.

Event description:
Caller (doctor's office) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.9, lab: 4.4